Event description:
The device was used during a thoraco procedure. Reportedly, the device only fired two times and then would not fire. No pt injury was reported. Another device was used to finish the procedure.